Event description:
The attune spacer blocks have a chip on one of the pegs and a broken peg.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the attune spacer blocks have a chip on one of the pegs and a broken peg. The investigation confirmed that one of posts had a piece broken off and the spring was damaged on one of the parts and the other part the entire post had sheared off and the spring was not returned. There is no information given as to the point during use at which the failure occurred, however as considerable force would be needed to cause such a failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer block. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. Although the pieces of the fractured post have not been returned, the complaint form does not state any observations regarding the broken pieces. In addition, the complaint form does not give any indication that there was a patient effect, and no surgical delay reported, therefore it is assumed that there is no patient risk associated with this complaint. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.